Manufacturer narrative:
Additional information: d9, h3, h6. Correction to b5, d10, f10/h6: medical device codes (add additional code) - missing from initial report. B5: it was also reported that the transfer set could not separate from the cap before treatment. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from silicone tubing. There was evidence on the inside of the tubing indicating connection of tubing to female connector during assembly. In addition, the female connector was returned separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during assembly. There was evidence of solvent inside the barrel of the light blue main body. The white minicap was hand removable from the female connector with no issues noted. The reported condition regarding the inability to remove from the cap from the female connector was not verified during testing. However, the reported separation of the female connector from the main body was verified. The cause of the separation was related to inadequate solvent application during manufacturing. The cause of the tubing separation from the female connector could not be determined; however the tubing to the female connector is a friction fit and not a solvent bond; therefore, a strong tug of the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from main body of a peritoneal dialysis (pd) transfer set. This issue occurred during use for pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.